Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The file indicates that the multifocal, 18.0 diopter (add power +2.2/+3.2) lens was replaced with an 18.5 diopter monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the patient had some glare. The surgeon stated that, the patient was given 1.0 d scl trial and the patient confirmed that the vision was clear but there was still some haze.

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was not happy with vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was other mechanical complications of lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).